Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted at the time this patient was diagnosed with a hematoma. The patient was hospitalized and underwent a hematoma evacuation to resolve the issue. The crt-d remains in service. No additional adverse patient effects were reported.